Event description:
It was reported that the atrial and right ventricular (rv) leads dislodged early after implant. The device was reprogrammed vvi @ 40 no pacing and the leads were recently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2008 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.